Event description:
It was reported that this electrode exhibited low shock impedance measurements, which was believed to be caused by insulation issue. Currently, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited low shock impedance measurements, which was believed to be caused by insulation issue. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Related report number was already updated.

Event description:
It was reported that this electrode exhibited low shock impedance measurements, which was believed to be caused by insulation issue. The plan will be performed a defibrillation test and the patient will be monitored. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Related report number was already updated.